Event description:
It was reported that the pt expired; cause of death was unk. The relationship of the implanted device to the cause of death was unk. The funeral home had planned to explant the device prior to cremation. The medication being delivered via the device system was not reported. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.